Manufacturer narrative:
Event date updated in b tab investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause.

Event description:
Event date is unknown.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: multiple of bd insyte autoguard IV's are malfunctioning. IV needle is not retracting as it supposed to. When you push the button to retract the needle it does not retract. Once you pull the needle out of the catheter out of the pt and then hit the button it will retract.